Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device check just prior to a change out procedure, the patient's right atrial (ra) lead was far-field oversensing the right ventricle. The physician felt this would not affect programming for the new device, so the ra lead was attached to the new device. The ra lead remains in use. No patient complications have been reported as a result of this event.